Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. An opticros hd catheter was selected for ultrasound examination of the target lesion. During the procedure, while the catheter was within the guidewire, it became twisted and difficult to extract during removal. As a result, the catheter was cut and removed. The procedure was completed with another of same device. The patient condition after the procedure was good, with no reported complications.